Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller states patient received results of 521 mg/dl on the gts advantage system while using comfort curve test strips, and 218 mg/dl on a lab value within 10 minutes. Patient was treated with insulin based on the lab value. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.